Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. This leak caused fluid to accumulate inside of the device and caused corrosion of the piezo. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 15 mmol/l (270 mg/dl) while wearing the pod on the arm. A new pod was applied as treatment.